Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty was performed using a 22 millimeter (mm) balloon. Following the implant of the valve, the implant dept was approximately 3 mm on the non-coronary cusp (ncc), and 5 mm on the left coronary cusp (lcc). The patient was in sinus rhythm and transferred to the intensive care unit (ICU). Two days following the implant of the valve, temporary pacing was removed; however, complete heart block (chb) was observed following removal. Subsequently, a permanent pacemaker was implanted 3 days following the implant of the transcatheter valve.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID: {d-evolutfx-34}; product lot/serial number: {(B)(6)}; product type: {0195-heartvalves}; implant date: {n/a}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.